Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl and dilaudid (all unknown concentrations and doses) via an implantable pump for malignant pain. The patient reported the pump started beeping on tuesday of this week due to a refill and they received the refill yesterday and hcp told her they fixed the beeping but the pump was still beeping. The patient stated they were still hearing the beeping on the pump and the beeping sounded like an amber alert. The patient stated the hcp told her to call mdt. The patient stated she lived 3hrs away from their health care provider (hcp). The patient asked for an mdt rep to come to her home. The agent asked the patient to check the alerts on the handset and patient said there were no alerts on the handset. The agent reviewed no alerts meant there was no alarm on the pump. The agent recommend the patient consult with hcp for next steps. The agent reviewed reps role. The patient insisted the codes on the handset was causing the pump to alarm and insisted to get another handset. The agent sent email to the repair department to replace the handset. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the patient never indicated that the pump was beeping. The patient had asked someone to go to her home after consulting with her hcp, she was asked to meet at a medical practice or nearby the hospital to interrogate her pump. She went to the hcp for a pump refill and the hcp indicated that she had an MRI therefore, the interrogation was cleared at the pump refill appointment. Since that appointment, the patient indicated that her pump was alarming and the rep had a clinical specialist (cs) close to her area set up a meeting at the local hospital to interrogate her pump. The appointment was scheduled for today (B)(6) 2024. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated the interrogation that was cleared at the pump refill was the alert and that was all the info the hcp gave the rep. There was no motor stall. The patient's pump was checked and there was nothing unusual nor any indication from the logs that something occurred. The patient stated that the pump still beeped but there was nothing in the logs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.